Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs reports revealed several decreases in power consumption and estimated flows, with associated decreases in pulsatility, starting on (B)(6) 2024. Additionally, review of the available autologs report revealed two-hundred and one (201) low flow alarms logged since (B)(6) 2024 and one-hundred and fifty (150) suction alarms logged since (B)(6) 2024. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. Per the instructions for use, bleeding, driveline infection, and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient h ad a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ventricular assist device (vad) patient was hospitalized for a driveline infection, and debridement was performed the following day and bleeding control was a challenge due to the bleeding persisted. It was noted that the infection site was not at the right abdominal exit site but near the left abdominal area where the driveline was passed through during implantation. It seems the infection has not spread around the vad area, but the right side of the heart function is poor, and medication was given. Several days later, a transient ischemic attack (tia) occurred, and the patient experienced slurred speech, difficulty swallowing, and right-sided paralysis. A brain/head computerized tomography (CT) scan was performed, and the patient anticoagulant was increased, and additional medication was administered.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported in the log file that there was a sudden drop in estimated flow and pulsatility of the ventricular assist device (vad) early in the morning of friday, november 8, followed by frequent low-flow alarms. It was also confirmed that the pulsatility disappeared after the pump speed was increased during the night of (B)(6)(tuesday), and that sudden downward waveforms, suspected of suction, occurred frequently. After reviewing the patient's progress, it was learned that the patient had a bleeding event on or around (B)(6). They were aware of the frequent waveforms suspicious of suction after increasing the pump speed, as well as the frequent low-flow and suction alarms, but indicated that a report would be made to the doctor once again. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the driveline (dl) infection was bacterial and a cardiac catheter was performed for the right heart failure.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary revised product event summary: the ventricular assist device (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs reports revealed several decreases in power consumption and estimated flows, with associated decreases in pulsatility, starting on (B)(6)2024. Additionally, review of the available autologs report revealed two-hundred and one (201) low flow alarms logged since (B)(6)2024 and one-hundred and fifty (150) suction alarms logged since (B)(6)2024. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. Per the instructions for use, bleeding, driveline infection, neurological dysfunction and right ventricular failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.